Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
During a normal ICD change out for eri, there was noise, oversensing and inappropriate shocks reported. The physician chose to plug the pace/sense portion of this rv lead into the lv port and plug the lv lead into the rv pace/sense port of the device. Should additional information be received, this file will be updated.